Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation but did not provide rationale.

Event description:
Customer reports: there was a needle stick which occurred due to what appears to be a defective safety cap on a magellan syringe. Per additional information provided on (B)(6) 2023, the needle was found to be sticking out of the safety shield and pricked the staff member. This occurred when drawing up morphine from the vial to syringe for IV medication administration and was noticed when attempting to dispose of the needle. The staff member washed the area and applied pressure and a band aid to the site. There was no additional blood tests or medical intervention required.